Event description:
It is reported that a customer was hospitalized for a flu and large keytones. The patient's blood glucose level was around 30 to 40 mg/dl. The customer's parent stated that the patient's sensors were damaged and could not find replacements. The customer stated that the cannula was retracted and that the needle housing wouldn't release from the serter. The customer was sent two sensors out of courtesy. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.